Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 07, 2024.

Manufacturer narrative:
This report is submitted on january 30, 2024.

Event description:
Per the clinic, the patient developed an infection in middle and inner ear and subsequently was treated with oral antibiotic. However, the issue did not resolve. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.